Event description:
The customer stated that her husband found her unconscious and called the paramedics. When the paramedics arrived, they discovered that her blood glucose reading was 35 mg/dl. Troubleshooting ws performed. The insulin pump was programmed and reading the reservoir volume correctly. When the history files were reviewed, the customer found that she had delivered a bolus of 9.9 units of insulin, which she had not intended to deliver. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.